Event description:
It was reported that the patient had an initial right total knee arthroplasty. Approximately one year post-op, the patient was experienced ongoing quadricep muscle weakness and atrophy, pain, stiffness, limited range of motion, and instability. The patient underwent additional courses of physical therapy without relief. Subsequently, the patient was revised. The intra-op tissue sample displayed fibroconnective tissue and reactive synovium with fibrosis. All components were revised except the patella. Attempts have been made and all available information has been provided.